Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7096185 / 7096274.

Event description:
It was reported that the patient had developed an infection at the midline incision. It was noted by the physician that it was due to a small incision bleed that pooled blood and became infected. The patient was prescribed antibiotics. The explanted device components were not returned due to hospital policy.